Manufacturer narrative:
Mfg site name - (B)(4). Investigation results. Visual examination of the returned complaint device noted that the clip assembly was half deployed, and the clip was not returned with the device. The yoke, which was still attached to the control wire, was then actuated and deployed. A kink was noticed in the control wire near the handle and the center of the device. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03631 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The same issue occurred with the second resolution 360 clip device, and the procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03630 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-03631 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The same issue occurred with the second resolution 360 clip device, and the procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.